Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Functional testing was performed and engineering was able to pull to valve alignment marker and perform full fine adjust without difficulty. Additionally, locknut/collet force measurements were taken of the returned device. The collet locking force engagement measurements met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve fine adjust alignment difficulty was confirmed empirically based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. An existing edwards technical summary has been documented for root cause analysis on tension build up in the system due to valve alignment difficulty resulting in the reported valve movement on balloon. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment, valve alignment and withdrawal steps. It should be noted that these mitigations are still in place. Evaluation of the returned device showed that fine adjust was able to be performed successfully. However, presence of a cracked tab ring was observed, and historical device evaluations have shown that cracked tab rings may compromise the ability of the delivery system to lock, which may keep the system from being able to successfully perform fine adjustment as reported. In this case, review of available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in the non-straight section, built up tension, excessive manipulation) contributed to the valve alignment difficulty and valve movement on balloon. For the complaint of valve not between alignment markers and deployed was confirmed based on evaluation of returned imagery . However, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during positioning and implantation, immediately before deployment, middle marker probably moved about 3-4 mm toward left ventricle (lv), this may occurred when retracting the flex tip. There was an unusual appearance of the balloon that may have indicated that the balloon was too far distal and not properly inside the stent, although the markers appear in a satisfactory position the balloon slipped towards left ventricle (lv). The valve was deployed asymmetrically with the upper stent frame (aortic) approximately 50-60% open.'' During evaluation of video provided by the field of flex tip retraction, no valve movement on balloon was observed. Additionally, further fluoro imagery shows more clearly that the thv was not fully aligned between the markers, and was more proximal than advised. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers. As such, available information suggests that procedural factors (incomplete valve alignment, flex tip not retracted during inflation) and user error (failure to follow instructions) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The complaint of system component damaged was confirmed based on evaluation of the returned device. However, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure, after the insertion of the delivery system there was no difficulty advancing the system through the esheath and into the body. However, during the alignment in the straight section of the thoracic descending aorta, the fine adjustment wheel didn't work (visible wheel damage). The balloon was pulled manually into the valve without using the adjustment knob''. Per preliminary findings, the tab ring was returned in the incorrect orientation and damaged. It is likely the observed displaced tab ring was a result of over-torquing the wingnut of the handle when unlocking the device, displacing the tab ring from the slider. This displacement when ''over-unlocking'' the device will leave the system in a configuration that will prevent the locking mechanism to engage and allow the balloon shaft to move freely, which likely resulted it the reported event. Available information suggests that procedural factors (excessive manipulation, displaced tab ring) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Pre-decontamination evaluation observations, the 26 mm commander delivery system was returned with full loader cap over flex shaft. The handle was in the unlock position, 50 % fine adjustment was used and was in straight position. The tab ring was noted to be cracked. Residual fluid was observed on balloon. Unable to perform gross alignment since the lock mechanism was not working.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient presented mild access calcification and tortuosity. After the insertion of the delivery system there was no difficulty advancing the system through the esheath and into the body. However, during the alignment in the straight section of the thoracic descending aorta, the fine adjustment wheel didn't work (visible wheel damage). The balloon was pulled manually into the valve without using the adjustment knob. Position of the valve was adequate on the balloon. However, during positioning and implantation, immediately before deployment, middle marker probably moved about 3-4 mm toward left ventricle (lv), this may occurred when retracting the flex tip. There was an unusual appearance of the balloon that may have indicated that the balloon was too far distal and not properly inside the stent, although the markers appear in a satisfactory position the balloon slipped towards left ventricle (lv). The valve was deployed asymmetrically with the upper stent frame (aortic) approximately 50-60% open. It was decided to postdilate the valve. The final position of the valve was good. This asymmetric deployment required an immediate 2nd rapid pacing. As a result, the critically ill patient had a longer than intended period with no output. Between pacing runs (approximately 30 seconds) the patient also had no spontaneous output. Total time between beginning of 1st rapid pacing and end of 2nd rapid pacing not longer than 2 mins. CPR was initiated after the 2nd rapid pacing. It was concerned about performing even one rapid pacing run in this patient, so the intraprocedural process was suboptimal. The patient was unstable after rapid pacing and passed away shortly after the procedure in the ICU. The patient was also very unstable with cardiogenic shock before the procedure. As per medical opinion the cause of death is probably mixed cardiogenic and septic shock, despite treatment of aortic stenosis.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient presented with mild access calcification and tortuosity. During valve alignment with the delivery system in the straight section of the thoracic descending aorta, the fine adjustment wheel didn't work (visible wheel damage). The balloon was pulled manually into the valve without using the adjustment knob. The position of the valve was adequate on the balloon. During positioning and implantation, immediately before deployment, the middle marker probably moved about 3-4 mm toward left ventricle (lv). There was an unusual appearance of the balloon that may have indicated that the balloon was too far distal and not properly inside the stent, although the markers appear in a satisfactory position the balloon slipped towards the left ventricle (lv). The valve was deployed asymmetrically with the upper stent frame approximately 50-60% open. It was decided to post-dilate the valve. The final position of the valve was good. This asymmetric deployment required an immediate 2nd rapid pacing. As a result, the critically ill patient had a longer than intended pacing period with no output. Between pacing runs (approximately 30 seconds) the patient also had no spontaneous output. Total time between beginning of 1st rapid pacing and end of 2nd rapid pacing not longer than 2 mins. CPR was initiated after the 2nd rapid pacing. There was concern about performing even one rapid pacing run in this patient, so the intraprocedural process was suboptimal. The patient was unstable after rapid pacing and passed away shortly after the procedure on the ICU. The patient was also very unstable with cardiogenic shock before the procedure. As per medical opinion the cause of death is probably mixed cardiogenic and septic shock, despite treatment of aortic stenosis.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.